Event description:
The report we received from our affiliate indicated that during use on the patient, a fracture was noted in the guidewire. There was no report of any adverse effects to the patient. Additional patient and procedure-related information has been requested but has not been forthcoming as yet. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.